Event description:
Additional information received indicates that surgical intervention took place where the patients ipg was explanted and replaced.

Manufacturer narrative:
A patient's ipg became inoperable was reported to abbott. It was determined a pacemaker implanted and ipg was not put into surgery mode, the ipg became inoperable. No intervention is scheduled at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient had a pacemaker implanted in february 2023 and ipg was not put into surgery mode, the ipg became inoperable. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated the device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.